Event description:
According to the reporter: over sewing gastric anastomosis when the endo stitch needle (surgidac) became lodged in the tissue. Difficulty in the removal of needle and difficult to advance through the tissue and replaced with another endo stitch. The same recurring problem. Replaced with different lot number and stitch worked. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).